Event description:
It was reported that during a sigmoid colectomy procedure, after the device was fired, it was noticed that the device had only stapled and cut 3/4 of the colon. This left a large lesion. A hand anastomosis was done.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.